Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer was able to clear the alarm and not able to rewind the insulin pump. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 82, pump error 130, and exposure to magnetic resonance imaging found on 01/16/2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thumps. No pump error 82 or pump error 130 noted during testing. Confirmed pump error 82 on 01/16/2022 10:28:48.000 and pump error 130 on 01/16/2022 10:17:46.000 in pump downloaded history. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, faded serial label damage, and minor scratches on lcd window. In summary, customer allegation for exposure to magnetic resonance imaging was unknown. Pump error 82 and pump error 130 was confirmed in pump downloaded history. Exposure to moisture was confirmed on electric board and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.